Event description:
It was reported that the physician was unable to interrogate the device. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary-the device was returned and analyzed. Analysis revealed the returned device indicated normal battery depletion.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5024m-52, implantable pacing lead, (B)(6) 1998. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.